Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The fsr found out that the ventilator has a bad exhalation valve. The valve was replaced to correct the problem. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea unit has a circuit occlusion while on a patient. At this time, there is no information regarding patient harm and remedial action taken by the healthcare facility associated with the reported event.

Manufacturer narrative:
Correction: h6.